Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 03/22/2024. An investigation was conducted on 03/26/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Evidence of heavy charred material was also observed between the jaws and at the base of the jaws. A microscopic inspection was conducted. The heater wire and clear silicone insulation of the jaws were observed to be intact. Signs of peeling were observed on the black shaft at the base of the jaws. No evidence of melting was observed. Based on the returned condition of the device and the investigation results, the reported failure "peeled; shaft " was confirmed, however the reported failure "melted" was not confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000347797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported vasoview hemopro 2 black wrapping at the base of the jaws melted or stripped.